Event description:
It was reported that during the event, the physician found the 0.5w laser had insufficient power during the procedure. The procedure was not able to be fully completed because of this event. There was no patient complications.